Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Information regarding the status of the iabp and its repairs has been requested, however, no further information has been provided. If any further information is made available a supplemental report will be submitted.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was displaying "error code #3". The circumstances of the event are unknown, however, no adverse event has been reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched and was unable to reproduce the reported malfunction. The fse performed the solenoid driver board field safety corrective action per the service bulletin. The fse performed a full calibration and functional test in accordance with the iabp's respective service manual. The fse replaced the solenoid driver board, upgraded the gasket, and replaced the datasettes. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was displaying "error code #3". The circumstances of the event are unknown, however, no adverse event has been reported.